Manufacturer narrative:
Results: the pusher assembly of the penumbra smart coil (smart coil) had multiple kinks throughout the length. The embolization coil was intact with its pusher assembly and had offset coil winds near the proximal end. Conclusions: evaluation of the returned smart coils revealed all three embolization coils had offset coil winds near their proximal ends. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and offset coil winds may occur. The offset coil winds caused resistance when advancing the smart coils during functional analysis. Further evaluation revealed all three pusher assemblies were kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint and the second smart coil¿s introducer sheath were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01686, 3005168196-2017-01688.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, the physician felt resistance and was unable to advance a smart coil more than about 5 cm into the non-penumbra microcatheter; therefore, the smart coil was removed. The physician then successfully deployed and detached two smart coils using the same microcatheter. However, the physician then again felt resistance and was unable to advance two additional smart coils more than about 5cm into the microcatheter; therefore, those smart coils were removed. The procedure was completed using additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Date of this report. This report is associated with MFR report numbers: 3005168196-2017-01686. 3005168196-2017-01688.